Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint shows no problem was detected, either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited cuts a pink probe and no adhesive (ke45) at forceps cover. There was no patient involvement.